Event description:
Hypoglycaemia [hypoglycaemia], drug exposure during pregnancy [exposure during pregnancy], blood glucose uncontrolled [diabetes mellitus inadequate control], dose of novopen 4 may not accurate [incorrect dose administered by device]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer from (B)(6), concerns a female patient with gestational diabetes mellitus, who was treated with novolin r penfill (fast acting human insulin), novolin n penfill (long acting human insulin) and novopen 4 (insulin delivery device) and reported "dose of novopen 4 may not accurate", "blood glucose uncontrolled", "hypoglycaemia" and "drug exposure during pregnancy" beginning on unknown dates. Patient's height: not reported. The patient's current condition includes gestational diabetes. No medical history reported. The patient had reportedly been taking novolin r penfill, novolin n penfill and novopen 4 from unknown dates. On an unknown date, the patient was confirmed pregnant. The first day of last menstrual period, gestational age at time of drug exposure and expected date of delivery was not reported. It was reported that at the time of reporting, the patient was 32 weeks pregnant. It was reported that in the beginning, the patient used novolin r penfill for treatment. Dosage regimen was 2 iu, tid, however, her postprandial blood glucose was not controlled well, above 8 mmol/l. The patient gradually increased the dosage of novolin r penfill by herself from 2 iu, tid to 18 iu in the morning, 10 iu at noon and 18 iu in the evening. After that, the patient found her fasting blood glucose was not controlled well, above 6 mmol/l. The patient began to use novolin n penfill. Daily dosage was 2 iu, qd. However, her blood glucose was still uncontrolled. On an unknown date, the patient was hospitalized due to blood glucose uncontrolled. During her hospitalization, the obstetrician used the syringe to inject the same dosage of novolin r penfill (18 iu in the morning, 10 iu at noon and 18 iu in the evening) and novolin n penfill (2 iu, qd). The patient experienced hypoglycaemia. So the doctor decreased the dosage of insulin. At the time of reporting, the patient's blood glucose was controlled well. The obstetrician suspected the dose of novopen 4 may not accurate. Action taken to novolin r penfill and novolin n penfill was reported as dose decreased. The outcome of the events "blood glucose uncontrolled", and "hypoglycaemia" was reported as recovered on an unknown date. The outcome of the events "dose of novopen 4 may not accurate" and "drug exposure during pregnancy" was not reported.